Event description:
Clinical site contacted walkmed and indicated they had a reservoir bag that had particulate. The bag was quarantined and returned to walkmed for evaluation. Upon review at walkmed, it appears fluid/drug was pushed into the bag, particulate was noticed then the fluid was removed from the bag. No patient exposure and no harm was reported.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.